Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during routine check cs100 intra-aortic balloon pump (iabp) had electrical test fails code #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue, but found the motor control board to be defective. The fse replaced the motor control board and performed test. All functional and safety test performed. Unit was returned to the customer for use.